Event description:
The event is reported as: complaint alleges that the upper attached part of the connector has broken. The connector did split during use. No patient injury reported.

Manufacturer narrative:
The device history record (DHR) review was performed and there were no issues found that could have contributed to the reported complaint. All processes were executed according to standard operating procedures. The sample was returned for evaluation. A visual exam was performed and it was found that the 22m/15f swivel connector was separated into two pieces. Based on the investigation performed, the reported complaint was confirmed. A CAPA has been initiated to address this issue.